Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded increased right atrial impedances from 600 to 1500 ohms. Measurements were never out of range and were increased for only a short time, then decreased. Technical services (ts) reviewed the arrhythmia logbook and presenting electrograms and noted there was no noise. They suggested bringing the patient in for lead testing to include isometrics. They otherwise recommended continued monitoring for right now. To date, there have been no reported adverse patient effects related to this clinical observation.